Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s right atrial (ra) lead was found to be dislodged. The ra lead was explanted and replaced. There were no patient consequences.

Event description:
New information received indicated that the patient presented for a follow-up at the clinic. It was noted that the right atrial lead exhibited inappropriate capture. A chest x-ray revealed lead dislodgement.